Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that patient developed chest pain and shortness of breath post implant, and the pain intensified over the succeeding days. It was also reported that right ventricular (rv) lead threshold rose and impedance was reduced. X-ray confirmed perforation into the pericardium. The patient was hospitalized and intervention was required. No further patient complications have been reported as a result of this event.